Event description:
The customer reported the device had charge button failure message during opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had charge button failure message during opcheck. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. It was found that the large pin of therapy port was damaged and the power pca was defective. The therapy port and the power pca were replaced to resolve the problem. Since multiple assemblies were replaced we were unable to determine which part caused the failure.